Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during testing, evidence of contamination was found under all key contacts. The display screen was dim and discolored. In addition to these issues, the keypad cover was returned torn near the up arrow button. The contrast keypad button was intermittently unresponsive during testing, which has no effect on insulin delivery. Initial reporter: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts and a display issue. This report is made based on results of investigation completed on 11/11/2015.